Manufacturer narrative:
Per the clinic, the magnet was replaced (date not reported). This report is submitted on june 21, 2017.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (tesla unknown) on (B)(6) 2017. Procedure to reposition the magnet is planned; however, yet to occur as of the date of this report. The implanted device remains.